Manufacturer narrative:
Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A consumer reported severe dry eye following refractive treatment. The patient has used temporary and permanent punctual plugs, and prescription dry eye drops. The patient reports her current symptoms keep her from reading, going outside, using the computer, and multiple other things. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.